Manufacturer narrative:
A visual inspection of the returned device revealed that the teflon pad and arm were partially detached from the shaft. The jaw was hinged to the external shaft but unhinged from the actuating shaft. A microscopic inspection of the distal end of the actuating shaft revealed damage including torn hinge sockets and that the actuating shaft was bent out-of-plane and the u-shaped tip was no longer symmetrical. Based on the damage observed, the most likely cause for the report was determined to be an impact of the jaw with a solid surface or object, possibly the trocar during insertion or withdrawal of the device. Ascent's instructions for use state: "introducing or withdrawing the instrument with the jaws open through a trocar sleeve may damage the instrument." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that the ultrasonic scalpel's jaws became stuck in the open position while inside the patient in the trocar. A grasper was used to manipulate the device back through the trocar. No patient injury was reported.